Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that the pump had a crack in the battery compartment and moisture was present. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the pump was returned to animas and evaluated on 23-aug-2018 with the following findings: there was a replace battery alarm observed in the pump history. The pump¿s black box showed that the voltage was not low at the time of the alarm. The pump¿s electrical current draws were tested and were within specifications. No alarms were duplicated during the test. The battery compartment was found to be cracked. When the pump was opened there was evidence of moisture ingress..